Event description:
It was reported that this right ventricular (rv) lead was part of system revision due to erosion and infection. All available information indicates that as of this time, the right ventricular (rv) lead was surgically abandoned. No additional adverse patient effects were reported. Additional information indicated that the capped right ventricular (rv) lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of system revision due to erosion and infection. All available information indicates that as of this time, the right ventricular (rv) lead was surgically abandoned. No additional adverse patient effects were reported.